Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using supplies longer than recommended. Clinical support informed customer that using supplies longer than recommended is off label per the tandem user guide. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus via pump.